Event description:
It was reported that the right ventricular (rv) lead had high thresholds, low r-waves and high impedance which occurred after the left ventricular assisted device placement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. The inner insulation was melted. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 lead, (B)(6) 2006; 5076 lead, (B)(6) 2006. (B)(4).